Event description:
It was reported that the patient underwent cataract surgery. After the turbid lens was removed during the operation, an intraocular lens injector was used to implant the non-preloaded intraocular lens (iol). One side of the intraocular lens is broken, replaced it with a new one and then implanted it. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter, name: unknown/not provided. Section e1: initial reporter, email address: unknown/not provided. Section e1: initial reporter, address (state, province, or territory and post office or zip code): unknown/not provided. Section e1: initial reporter, phone number: (B)(6). Section e2: initial reporter, healthcare professional: unknown/not provided. Section e3: initial reporter, occupation: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.